Manufacturer narrative:
This is the third revision surgery underwent by this patient. The patient had a primary hip on (B)(6) 2016. He came in complaining of pain due to hip dislocation and on (B)(6) 2016. The surgeon revised the cup, head and liner (MDR 2016-00722). On (B)(6) 2017 the patient had a second revision (MDR 2017-00034) because the surgeon determined the femur was fractured. No trauma was reported. The surgeon revised the stem, head and liner. Finally, the patient came in due to signs of infection. On 17 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: early infection occurred 10 days after re-revision surgery. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted device. Batch review performed on 23 february 2017. Lot 142580: (B)(4) items manufactured and released on 08 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact double mobility acetabular shell ø58, code 01.32.158mb, lot. 162391 (k143453) (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size l +3.5, code 01.25.013, lot. 160667 (k072857) (B)(4) items manufactured and released on 24 march 2016. Expiration date: 2021-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner 28/dm, code 01.26.2858mhc, lot. 160255 (k092265) (B)(4) items manufactured and released on 12 april 2016. Expiration date: 2021-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection is confirmed, the pathogen is unknown. The surgeon revised all medacta products and input an antibiotic spacer. The surgery was completed successfully. X-rays are available, explants are not available.